Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after performing a supply change on the ilet without disconnecting or rewinding, followed by inadequate self-management of prolonged low glucose. Symptoms included low blood glucose with values reported to be around 50 mg/dl and persistent overnight hypoglycemia. Outcomes included self-treatment with oral carbohydrates and food, no use of glucagon, and no emergency services or hospitalization. Investigation included clinical follow-up attempts and user retraining via remote session on proper supply change steps and hypoglycemia management. Investigation of this case revealed user handling error related to supply change and device operation, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.